Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the patient therapy controller (ptc) was attached to the charger to be configured for the first time, the device screen displayed continuous scrolling. The device was unresponsive upon removal from the charger, and troubleshooting attempts were not successful. The device was returned for evaluation. The issue was noted during the initial device configuration, and therefore the device was not provided to the patient.

Manufacturer narrative:
Device evaluation: the device was subjected to visual and functional testing. The evaluation determined that the issue was caused by a failed electronic component. Based on the investigation, the reported event was confirmed. (B)(4).